Manufacturer narrative:
The field service engineer (fse) performed instrument decontamination, replaced the lamp and cuvettes, cleaned the incubation bath, washing stations, containers, and pipettes, added special cuvette and pipette washes, performed a backup of patient information, parameters, and adjustments, and verified photometric readings and cell blanks. Calibration, qc, and precision testing were all performed. Following the service visit, the customer had no further issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of questionable results for 2 patient samples tested for multiple assays on a cobas c 311 analyzer. Patient 1 initial glucose result was 103.5 mg/dl. The repeat result was 70.5 mg/dl with a data flag. The initial creatinine result was 1.04 mg/dl. The repeat result was 0.67 mg/dl. The initial uric acid ver.2 (ua2) result was 4.9 mg/dl. The repeat result was 9.6 mg/dl with a data flag. The initial alt result was 254.0 u/l with a data flag. The repeat result was 10.7 u/l. The initial ast result was 252.2 u/l with a data flag. The repeat result was 18.3 u/l. The initial alp result was 78 u/l. The repeat result was 163 u/l with a data flag. The initial ldh result was 403 u/l with a data flag. The repeat result was 210 u/l. The initial ggt result was 232 u/l with a data flag. The repeat result was 13 u/l. On (B)(6) 2024 patient 2 initial ua2 result was 0.3 mg/dl with a data flag. The repeat result was 11.10 mg/dl. The initial results for both patients were reported outside of the laboratory where repeat testing was requested.

Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. The field service engineer (fse) detected electrical noise from the instrument. The electrical reading values were between "neutral and ground" and were above manufacturer specifications with peaks of more than 30 volts. The investigation is ongoing.